Event description:
It was reported that caller experienced cgm error and needed assistance with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with assistance, and then successfully started new sensor session without cgm error recurring.